Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that the screen on an 840 ventilator was intermittently fading in and out. The customer did not state if the ventilator was in use on a pt at the time the malfunction occurred. The covidien customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. The unit passed extended self-testing.